Manufacturer narrative:
Product correction letters were issued on 12oct2018 to all architect total t3 (tt3) and free t3 (ft3) customers, using the i1000sr, i2000, or i2000sr instruments and who received one of the lots listed below. The letter instructed the customers to prevent this interaction by either separating the architect ft3 and/or architect tt3 assays by running these tests on different instruments from the following assays [architect tsh, architect t-uptake, architect hiv ag/ab combo, architect cortisol, architect lh, architect progrp, architect rhtlv-I/ii, architect total psa, architect afp, and architect free psa, architect 25-oh viatmin d], or by performing daily maintenance on the instrument prior to performing batch testing for all ft3 and/or tt3 samples. The mechanism of carryover involves carryover of poly-l-lysine (pll) from other assays into the conjugate dispense step in the ft3 and tt3 assays through adherence of the pipetting probe. Complete information for recall = 3005094123-10/22/18-001-c.

Event description:
The customer reported imprecision on the lypocheck 40340 control results for the architect total t3 reagent. No impact to patient management was reported.